Event description:
It was reported that this right ventricular (rv) lead experienced dislodgment shortly after implantation. The patient was seen in the emergency room (ER) where presented a heart rate of less than 30 beats per minute (bpm). The patient underwent a surgical intervention to reposition the lead. This lead remains in service. No additional adverse patient effects were reported.